Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high out of range pacing impedance of 2,100 ohms. Several months ago, impedance was in 1,030 ohms then became 770 ohms in the following month and recently got 2,100 ohms with more ups and downs in between. There was a noise noted and was reproducible with isometrics. Boston scientific technical services (ts) and the physician suspected issue developing with the lead. Ts discussed to consider doing an impedance measurement while recreating noise to see if variation in measurement can be observed. Additional information was unable to be obtained. At this time there is no evidence that intervention has been performed to resolve this issue. At this time, the lead remains in service. No adverse patient effects were reported.